Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Investigation revealed no nonconformity; therefore no new CAPA was initiated. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after approx. 9 months of implantation. The original anterior bridge of the proximal lag screw drill hole had been drilled intra operatively ¿ most likely with the step drill whilst drilling under miss alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner. Material damages on the lag screw and locking screw (bearing points) suggested typical axial load application during the implantation period. Received x-rays revealed that the nail had broken after an implantation period of approx. 9 months. X-rays and operation report presented evidence that the original bone breakage had not healed sufficiently in a timely manner (delayed bone union confirmed by surgeon). Nail breakage is inevitably to be expected after an increased period with no decreasing load application. A successful intra-medullary treatment requires increasing relieve of the nail. In this case the nail had to absorb all loading during the whole implantation period. The incipient crack was most likely initiated by overload caused by permanent load application contributed by intra operative damage (drill mark) most likely causing additional notch effects. Referring to available information a more precise statement was not possible from technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.